Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that when customer press act button a bunch of lines will come up on screen. Customer¿s blood glucose was unknown. Customer stated that customer was kept hitting the buttons and finally menu came up. Insulin pump will not be returned for analysis.